Event description:
During a percutaneous coronary interventio, the tip of the angioplasty guidewire, prolapse in a very distal vessel. The vessel characteristics were not disclosed. There was no pre-shaping of the wire. At the end of the procedure, the physician did not take a "wire out shot" so the separated wire was not noticed until 2 days later when the pt returned for a second procedure. A third procedure was performed in an (unsuccessful) attempt to snare the wire before the pt went for surgical retrieval. The report indicated that the vessel was too small to fit a snare.